Manufacturer narrative:
(B)(4). This report was filed by the MFR. The devices have been received and an eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
Customer reported that a vancomycin secondary bag that was intended to infuse over 90 minutes in the ICU was found empty after approx 18 minutes. The IV was stopped and devices and tubing were saved and sequestered in biomed. It is not known whether the primary bag increased in volume during the event. No medications or treatment was required as a result of the event; however the pt expired several days after the event. Biomed completed initial review of the event lot and device and found no deficiencies. Customer did not attribute event as a direct cause of pt's death and stated pt was very ill with multiple comorbidities at time of event. No further pt or event info was provided.